Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product to be involved confirmed the report. The drive wire did not separate inside the handle however, the drive wire was visible in the coil catheter indicating the hook has broken at the distal end of the drive wire. The clip was removed and broken portion of the hook was located inside the clip housing. Therefore all device pieces are accounted for. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (ie, difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used on a post-polypectomy site in the transverse colon. The clip was closed onto the tissue site and would not deploy. The distal end of the derive wire broke at the hook so that the clip could not be released from the tissue. They were unable to reopen the clip for removal form the tissue site. The clip was torn with force from the tissue which caused further damage to the site. A clip made by another company was used to finish the procedure. A section of the device did not remain inside the pt's body. Other than applying another clip, no other add'l procedures were required. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.